Manufacturer narrative:
If additional information or evaluation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with stevens tendon scissors cvd. Blunt 125mm. According to the complaint description the pin came out of screw joint. It was identified in sterile processing department (spd) or routine maintenance. There was no patient harm. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Up to now, the product was not provided for investigation. Therefore no failure description possible at this time. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible.due to the lack of information available and without the product, we cannot determine the root cause of the failure described.